Manufacturer narrative:
(B)(4).

Event description:
Pt reports loss of connection on phone.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, correction. Correction/additional information. Corrected data.

Event description:
Subsequent to the initial MDR, a correction is required: remove -- pt reports loss of connection on phone. Subsequent to the initial MDR, additional information is available: dexcom was made aware on (B)(4) /2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.